Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was unknown. The customer sensor signal was not received, verified history of the electrical signal which indicate that the electrical signal is completely absent. The customer has tried to restart the sensor several times and the connection with the transmitter is show as corrected by the flashing green led. The customer was advised we are sending replacement.